Manufacturer narrative:
There were no unexpected external ram crc error alarms noted during testing. The device passed the pump self-test and displacement test. The after battery change alarmed during battery change due to broken solder joint on interface board. There was a cracked lcd window, a cracked case at lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube, and cracked battery tube threads.

Event description:
The customer called in to report several after battery change and external ram crc error alarms. The customer's blood glucose level was unknown. The customer was informed that a replacement device would be sent and to revert to a backup plan per their healthcare provider's instructions.